Event description:
The customer reported being admitted as an inpatient for medical treatment. The blood glucose reading was 40mg/dl. Troubleshooting was performed. Reviewed the programming and it was correct. The reservoir is showing the same amount of insulin as shown on the status screen. The caller stated that the insulin pump was not exposed to a high magnetic field. Advised the customer to speak with her doctor regarding the low blood glucose. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.